Manufacturer narrative:
The controller ((B)(4)) passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed occurrences of switching events prior to the 25% threshold. The premature switching events are most likely due to communication anomalies between battery and controller. This issue is being investigated by manufacturer. This is one of seven reports (3007042319-2015-00861, 2015-00862, 2015-00863, 2015-00864, 2015-00865, 2015-00866 and 2015-00867) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient described switching of power sources earlier than expected. She marked all her batteries. The controller and all batteries were exchanged. There were no effects on the patient reported. No other information is available. This is report 1 of 7.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. The most likely root cause of the reported event is a combination of a communication error between the batteries and controller and batteries with the potential to malfunction due to faulty internal cell pairs, with both issues addressed by the manufacturer with internal investigations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of seven reports (3007042319-2015-00861, 3007042319-2015-00862, 3007042319-2015-00863, 3007042319-2015-00864, 3007042319-2015-00865, 3007042319-2015-00866 and 3007042319-2015-00867) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of seven reports (3007042319-2015-00861, 3007042319-2015-00862, 3007042319-2015-00863, 3007042319-2015-00864,3007042319-2015-00865, 3007042319-2015-00866 and 3007042319-2015-00867) submitted for devices related to the same event.